Event description:
The pt's weight was obtained.

Event description:
Boston scientific received information that this device delivered three inappropriate shocks due to t-wave oversensing that occurred during a fast atrial fibrillation (af). The hospital reported that they were unable to optimize for another vector. Boston scientific technical services (ts) was contacted to review the device memory files and provided further assistance. No adverse pt effects were reported, but the pt was hospitalized until the memory download was reviewed. A ts consultant reviewed the data and discussed that since there were no captured s-ecgs from the other vectors, further testing should be performed on all three vectors with an increased heart rate, if possible. In addition, it was discussed that a chest x-ray could be considered to evaluate the device and electrode position. Additional information was received that further testing was performed. From the results, the device was reprogrammed to the alternate vector as it showed a better qrs complex and a lower t-wave. No adverse pt effects were reported and the pt was discharged to home. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.